Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level was 46mg/dl. Customer was experienced different blood glucose level was 102, 342, 327, 102, 107 and 132mg/dl. Customer had issue with her sensor. Customer was treated with juice and bolus .customer was declined for troubleshooting for low blood glucose level. The product will not be returned for the analysis.

Manufacturer narrative:
Inspected two opened and used partial sensors and found both sensors with cannula retracted inside sensor base. Unable to confirm customer received sensors in said condition due to customer returned opened and used. Unable to confirm insertion or needle anomaly due to customer did not return insertion needles; only sensors.